Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered multiple inappropriate shocks for the patient's sinus tachycardia. It was noted that rate discriminator feature was programmed to 90% but not working as expected. Technical services (ts) recommended reprogramming settings as troubleshooting. No additional adverse patient effects were reported. Currently, this crt-d remains in service.